Manufacturer narrative:
Evaluation completed.

Event description:
It was reported that the ventilator had unexpectedly rebooted while actively ventilating a patient. Seven seconds later, a low minute volume alarm was recorded, indicating that ventilation resumed immediately after the reboot. As a precaution, the patient was transitioned to another ventilator. No harm or serious injury was reported. The reporting hospital would not provide patient demographics because no harm occurred. The logs confirmed that it was a momentary cpu reset, with ventilation recovery occurring within 18 seconds at the same set settings.

Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.